Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. During analysis of the guide catheter, visual, microscopic and tactile examination did not reveal any irregularities. Also, further analysis by subject matter experts did not identify any oil like material in the lumen of the guide catheter. Boston scientific has reviewed all information and determined this event no longer meets the equivalent of a reportable event.

Event description:
It was reported that when device was prepped in a bowl of saline, a "oil like material" came out from the catheter (subject device) lumen. No clinical consequence to patient.

Event description:
It was reported that when device was prepped in a bowl of saline, a "oil like material" came out from the catheter (subject device) lumen. No clinical consequence to patient.